Manufacturer narrative:
Submit date: 10/4/2016. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since a sample was not received, sample analysis could not be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since the reported issued could not be confirmed, root cause analysis is strictly hypothetical in nature. Potential contributing factors for leakage of fluid past the seal rings of the rubber tip include, but would not be limited to: - malformed rubber tip - a longitudinal scratch in the molded barrel i.d. Insufficient or missing lubricant. The following control mechanisms are in place to prevent the occurrence and acceptance of leaking syringes during the syringe assembly processes: medtronic maintains material verification processes. The rubber tip, lubricant and cannula must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and plunger rod is conducted within a validated process. Visual inspections of the molded components are conducted to the inspection standard. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Maintenance requirements are defined for the molding tool to ensure continuing process capability. The syringe assembly machine is equipped with a vision system that looks for excessive adhesive, missing, inverted, double, burred, damaged and bent or canted cannula to ensure that they are within specific limits. The barrel i.d. And rubber tip are both coated with lubricant during the manufacturing process to ensure smooth and easy plunger assembly movement within the syringe barrel. The plunger assembly is exercised during the syringe assembly process to distribute the lubricant in the barrel and on the rubber tip evenly. Audits of silicone dispense quantities are conducted on a periodic basis to ensure process capability is maintained. The plunger assembly is exercised in the syringe barrel to detect occluded needles. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly and to prevent damage to the cannula. During manufacturing, associates visually inspect and test product for functionality. A syringe leak test is periodically conducted to verify the functionality of the syringe by drawing, holding and expelling a fluid. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes specification requirements. The syringe is designed as a single use syringe. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a tb safety syringe. The customer reports leak around the plunger making it difficult and slow to draw up product, antigen or meds, and difficult and slow to inject patient.